Event description:
Reportedly, the balloon burst intra operatively and pieces of the balloon disengaged into the pt cavity. Subsequently, the pieces of the balloon were retrieved from the pt cavity to complete the case without further incident. Procedure: tep pt status: no pt injury reported.